Manufacturer narrative:
It was reported that the sample won't be returned for evaluation. (B)(4).

Event description:
It was reported that a revision surgery was performed due to fracture. A sales representative was told that the surgeon doesn't think this is the product failure.